Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during the procedure, a pericardial effusion occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was advanced and one mitraclip was implanted, reducing the mr to 1. During preparation of a second clip delivery system (cds), a pericardial effusion (pe) was noted. Therefore, the procedure was aborted for the benefit and care of the patient. The patient remained stable. No additional information was provided.

Event description:
Additional information received reporting that pericardiocentesis was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the available information, a conclusive cause for the reported pericardial effusion could not be determined. It is possible that patient or procedural circumstances contributed to this, but this cannot be conclusively determined. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances as periocardiocentesis was performed to treat the pericardial effusion. There is no indication of a product quality issue with respect to manufacture, design or labeling.